Event description:
The hcp reported the pump was explanted and replaced and returned to the manufacturer for analysis. The implant duration was 47 months. A follow up report will be sent when additional info is received.